Event description:
It was reported that the gynecologic laparoscope had flickering, cutting out image and cable break. There were no reports of patient harm.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the video cable broken, image is green, the camera cable unit plug of the video cable section is damaged, the outer tube (thermistor) is broken, error 104 occurs, the fiber bonding in the outer tube area (distal end) was damaged. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the video cable is broken and therefore the image is green, the camera cable unit plug of the video cable section is damaged, the outer tube (thermistor) is broken and therefore error 104 occurs, the fiber bonding in the outer tube area (distal end) is damaged. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide remedial action information updated fields: b5, h2, h7 should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.